Manufacturer narrative:
The electrode lot number was gjj76. The expiration date was not provided. The field service engineer cleaned the entire sipper flow path, replaced the sample probe, and adjusted and calibrated the newly installed sample probe. Quality control (qc) runs were completed successfully with acceptable values. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable ise sodium results from the cobas pure c 303 analytical unit. The samples were repeated on a cobas pro analyzer or a cobas pure analyzer. Representative examples were: example 1 initial result was 148 mmol/l, and the repeat result was 140 mmol/l. Example 2 initial result was 151 mmol/l, and the repeat result was 141 mmol/l. Example 3 initial result was 150 mmol/l, and the repeat result was 143 mmol/l. Example 4 initial result was 147 mmol/l, and the repeat result was 137 mmol/l. Example 5 initial result was 149 mmol/l, and the repeat result was 135 mmol/l.